Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: review of the pump history revealed frequent low battery warnings and replace battery alarms recorded. There were no 128-fxxx alarm records in the pump history. The pump electrical current draws were tested and were within specifications. Unrelated to the original complaint, the battery compartment was cracked alongside of pump; there was corrosion in battery compartment. A leak test revealed a leak at battery compartment crack. The pump was opened for investigation and did not reveal any further evidence of moisture inside the pump. Additionally, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.